Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent malfunction alarms occurred. Customer's blood glucose (bg) level ranged between 120 mg/dl and over 600 mg/dl with moderate ketones. Customer addressed bg level by administering a manual injection. Reportedly, the customer will continue to use the pump for insulin therapy.